Event description:
It was reported that malfunction alarm malf 9 occurred on pump without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, fault did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code appeared again, which customer understood and acknowledged.